Manufacturer narrative:
Reader ncge018-j0149 has been returned and investigated. Visual inspection has been performed on the returned reader and a cracked reader casing was observed. There was no evidence that the reader was too hot to hold and the reader was sent for further investigation. The reader was de-cased and a internal visual inspection was observed on the reader's pcba (printed circuit board assembly) and no burn marks or damaged components were observed. The returned battery was measured at 4.11v, which is within the range specification of ( 3.7v ¿ 4.2v). A thermal camera was used to inspect the reader's pcba and no hotspots were observed. A power consumption test was also performed and the results passed. The passing of all test's and there was no evidence that the device was too hot to hold, therefore the issue is not confirmed.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.